Event description:
Additional information received reported further event detail, in addition to event and patient status updates. More patient symptom details were reported, such as the inability to swallow or breath and having high blood pressure. Reporter stated that the patient "almost died". As of (B)(6) 2012, because of the pocket fill event the patient was "very apprehensive about having the pump filled again with opiates again due to the experience". At that time, the pump was empty and the patient was considering putting saline in the pump, but had not made a definitive decision. The healthcare provider (hcp) noted that the pocket fill occurred "because the needle retracted" during the refill. It was later reported that on (B)(6) 2012, the pump was refilled with preservative free normal saline (pfns). The pump had been infusing at a minimum rate, and would remain programmed that way following the aspiration of medication (0.5ml) and refill of pfns. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that a pocket fill occurred. The patient stated they didn't feel very well, became incoherent, was mumbling, but had good vital signs. The patient was intubated and given narcan right away and then was admitted to the intensive care unit (ICU) and put on a narcan drip. The patient discharged himself after 12 hours. Patient outcome was not known at the time of this report. Additional information has been requested, but was not available as of the date of this report. The device system was used to deliver fentanyl and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: product type catheter. (B)(4).